Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 98 mg/dl and the sensor glucose was 45 mg/dl at the time of the incident. Customer stated that she was having sensor issues. Customer had bent sensor cannula, sensor glucose and blood glucose readings does not match, and issue with sensor not sticking. Advised customer that sensor glucose and blood glucose meter readings rarely match due to how glucose travels in the body. The customer was advised that sensor is being replaced. The sensor will be returned for analysis.

Manufacturer narrative:
We inspected one random opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform test as the sensor is beyond its expiration date. Also, we found sensor with a bent cannula. We were unable to confirm customer received sensor in said condition due to customer returned opened and used.